Event description:
The plaintiff alleges that when they were hospitalized and received repeated surgical and out-patient medical care from multiple health care facilities, they were exposed to latex gloves. They allege that in 1999, following a "rast" test, they were diagnosed by dr as being allergic to latex. They also allege that they have become sensitized to latex, and are now subjected to increased health risks. They further allege that as a result of this sensitization to latex, they are subject to an increased risk of anaphylactic reactions to latex products. Furthermore, they allege that they had suffered substantial injury, pain and suffering as well as economic loss. They allege that they have been caused to suffer humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress. Finally, the plaintiff's spouse alleges that spouse has suffered the loss of support, services and companionship of the plaintiff.